Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. However, the customer reported that they updated the software of the unit but the load factory reset alarm message appeared, they tried the touch screen in other unit and it worked well. The log files and information given by the customer was reviewed by technical support and according to him the reported issue is not determinable why they were facing factory reset alarm message while performing the software upgrade. Exact issue is unclear and the customer didn't provide any further details. Additionally, the customer decided to replace the main electronics without further troubleshooting. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the touch screen of the bellavista 1000 is not working. At this time, there is no information regarding patient involvement associated with the reported event.